Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and a missing end cap sticker.

Event description:
The customer reported via phone call that they had a prime rewind anomaly. The customer stated insulin was squirting out during the manual prime process. The customer's blood glucose was unknown at the time of incident. Customer's current blood glucose was 211 mg/dl. Troubleshooting found insulin did not continue to drip after the act button was released. It was also found the drive support cap appeared to be normal. Customer requested to have the insulin pump replaced. The insulin pump will be returned for analysis.